Event description:
Patient was implanted on an unknown date in 2011 with plate, screws, and cable fixation for a distal humerus fracture. Patient presented to the surgeon on an unknown date. Examination and x-rays revealed a non-union of the humerus. Patient was returned to the or on (B)(6) 2013. Surgeon removed the entire construct- 1 plate, 1 cortex screw, 2 cancellous screws, 9 locking screws, and 1 cable. Surgeon also removed an unknown non-synthes resin type bone filler at the area of the non-union. Patient was revised to a new plate and screw fixation, and iliac crest bone graft. Patient is reportedly recovering well. This is 4 of 14 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported date of implant was 2011. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.